Event description:
Patient underwent total knee arthroplasty on 10/20/88. Patient complained of pain for several months. Surgical intervention on 12/10/93 revealed polyethelene (uhmwpe) portionof total knee patella component broke away from its metal backing. Polyethylene debris was also present int he wound as well as blackened synovium which was felt by the surgeon to be a metal reaction.